Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device that has separated. Review of retained samples could not be performed due to an unknown batch number. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle detached from the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle detached from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.